Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation evaluation: our evaluation of the returned device portion was unable to confirm the report. The only portion returned were five deployed bands (four black bands and one amber band). An evaluation of the five deployed bands showed that the bands had retained their intended elasticity. Each of the 5 bands were measured for dimensional verification. The outer and inner diameter on each band measured within specification. An anomaly or discrepancy was not observed with the returned device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the bands had retained their intended elasticity. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Inadequate storage conditions contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal procedure, the physician used a cook 6 shooter saeed multi-band ligator. The product did not function correctly. Two bands (black and white) came out deformed and thin, with a diameter approximately 1 cm. The rest were small/normal. Only a few normal bands remained, the rest were no longer available. Additional information was received on 01-nov-2019 that indicated the bands were not tight enough and did not constrict as intended. Other than the deployed bands, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Inadequate storage conditions contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal procedure, the physician used a cook 6 shooter saeed multi-band ligator. The product did not function correctly. Two bands (black and white) came out deformed and thin, with a diameter approximately 1 cm. The rest were small/normal. Only a few normal bands remained, the rest were no longer available. Additional information was received on 01-nov-2019 that indicated the bands were not tight enough and did not constrict as intended. Other than the deployed bands, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.